Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead was found to be dislodged at pre-discharge device check. It was further reported that during initial implant the device had been repositioned three times. The lead was explanted and replaced. No patient complications have been reported as a result of this event.